Manufacturer narrative:
Method: no lot info, no lenses, no device info, no exam of device were provided which could indicate if the device caused or contributed to the incident. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.

Event description:
On oct 8th, ecp reported pt developed a microbial infection while wearing biofinity. Pt was referred to local ophthalmologist. On oct 15th, coopervision was told event or issue was peripheral/microbial ulcer. Coopervision was also told at this time that pt used alcon optifree replenish. Nov 11th, coopervision was told the issue was located under the upper eyelid between 10 and 2 o'clock. Upon further discussion, it appears the event was not a serious (bacterial) eye infection, but probably a clpi or clpu. The pt "probably" received chloramphenicol by the treating ophthalmologist. Original ecp could not confirm.